Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received indicated that the user re-challenged the first dcb and it successfully detached subsequent coils. The devices were reportedly used and prepped according to the instructions for use (IFU). There was an adequate flush maintained through the devices. The length of time that the procedure was delayed due to the event was not reported; however, the physician did not feel the prolongation of procedure was clinically significant. Section e1: initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00122. Complaint conclusion: as reported by a healthcare professional, during a stent-assisted coil embolization of an unruptured anterior communicating artery aneurysm, a 1.5mm x 3cm galaxy g3 mini (glm915030/l14365) coil failed to detach even though the detachment button on the enpower detachment control box (dcb2) (dcb2000500/unknown lot#) was pressed several times. The enpower control cable (ecb00018200/l16264) and enpower dcb2 were replaced but the issue continued. The physician retracted the coil from the patient but it unintendedly detached inside the concomitant echelon 14 (medtronic) microcatheter during removal. The coil detached near the distal end of the microcatheter, so the physician was able to push the coil into the aneurysm using the delivery wire. Another galaxy g3 mini coil was detached. Next, a 1mm x 2cm galaxy g3 mini (glm910020/14092) was used but the same issue occurred. The detachment button was pressed three times and finally it detached. The procedure was completed after coil (s) were placed. No patient complications occurred as a result of the event. A pre-deployment electrical check was performed on all coils and six other galaxy g3 mini coils were detached without incident. The devices are not available for evaluation. No further information was provided at the time of complaint initiation. Additional information received indicated that the user re-challenged the first dcb and it successfully detached subsequent coils. The devices were reportedly used and prepped according to the instructions for use (IFU). There was an adequate flush maintained through the devices. The length of time that the procedure was delayed due to the event was not reported; however, the physician did not feel the prolongation of procedure was clinically significant. Regarding the 1mm x 2cm galaxy g3 mini (glm910020/l14092), additional manipulation of the delivery system and/or use of another device was required to finally detach the device. The device remains implanted; therefore, the device will not be returned. A manufacturing record evaluation was performed for the finished device l14365 number, and no non-conformances related to the reported complaint condition were identified. Failure to detach and unintended detachment requiring additional intervention are known potential complications associated with the galaxy g3 mini coil and enpower detachment system. Factors that can contribute to detachment issues include failure to confirm secure connection of the cable to the dpu and dcb. The instructions for use (IFU) advises the user to ensure that the connecting cable is fully seated with the connector end of the dpu wire and output connector of the dcb. The user should verify that the microcoil delivery system is fully connected and that no faults are indicated on the dcb. If a fault exists, all connections should be reseated between the dpu, the dcb, and the connecting cable. If a fault still persists, the connecting cable should be replaced if this does not correct the error, the dcb should be replaced. If the microcoil delivery system still continues to have a fault, the microcoil should be retrieved and replaced with a new microcoil system. If after depressing the detach button on the dcb, the dcb should be replaced if the light and audible tone do not activate. Also, if the system ready light is not illuminated and there is no detachment after two detachment attempts, the dcb should be replaced. If detachment still does not occur, the microcoil system should be carefully withdrawn and replaced. Assignment of root cause for the event remains speculative and inconclusive based on the information available for review and without the return of the associated devices; however, it is possible that circumstances of the procedure may have contributed. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Procode: krd/hcg. Patient codes: no code available, was selected, however, the patient did undergo additional intervention since the alleged failure to detach and unintended detachment required to push the detached coil into the aneurysm and preclude patient injury. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The device was implanted; therefore, no further investigation can be done. A manufacturing record evaluation was performed for the finished device l14365 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an unruptured anterior communicating artery aneurysm, a 1.5mm x 3cm galaxy g3 mini (glm915030/l14365) coil failed to detach even though the detachment button on the enpower detachment control box (dcb2) (dcb2000500/unknown lot #) was pressed several times. The enpower control cable (ecb00018200/l16264) and enpower dcb2 were replaced but the issue continued. The physician retracted the coil from the patient but it unintendedly detached inside the concomitant echelon 14 (medtronic) microcatheter during removal. The coil detached near the distal end of the microcatheter, so the physician was able to push the coil into the aneurysm using the delivery wire. Another galaxy g3 mini coil was detached. Next, a 1mm x 2cm galaxy g3 mini (glm910020/14092) was used but the same issue occurred. The detachment button was pressed three times and finally it detached. The procedure was completed after coil (s) were placed. No patient complications occurred as a result of the event. A pre-deployment electrical check was performed on all coils and six other galaxy g3 mini coils were detached without incident. No further information was provided at the time of complaint initiation.